Manufacturer narrative:
Although the reported elevations in pump power and flow were confirmed through evaluation of the submitted system controller log file, a specific cause could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months.  No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency room with complaints of progressively worsening shortness of breath and elevated flow estimations and pump powers. On (B)(6) 2017, it was reported that ramp echocardiogram was suggestive for thrombosis and cardiac CT completed showed no evidence of obstruction. The patient was placed on heparin and eptifibatide infusion. The patient was to remain inpatient for continued anticoagulation, monitoring of lactate dehydrogenase (ldh), and possible evaluation for surgical intervention. No additional information was provided.